Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. (B)(4)

Event description:
It was reported the patient developed an infection and there was sepsis. The device was removed and no further patient complications have been reported as a result of this event.